Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitivity troponin-I, list 04z21-35, abbott ireland diagnostics division, longford, ireland to the alinity I processing module, list 03r65-01, abbott laboratories, irving, texas, USA. MDR number 3016438761-2023-00419-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.correction to section b: b3 - date of event: corrected from 6/18/2023 to 6/19/20223.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result for one patient who presented at the hospital with chest pain. The physician questioned the result. The sample was repeated, and the results were lower. The following data was provided: customer¿s reference range: 0 to 14 ng/l. Sid 231706758a initial result = > 3600 ng/l; repeat results = 14, 15, 16 ng/l. No impact to patient management was reported.